Event description:
The device was used during an unspecified procedure. Reportedly, the tip of the instrument melted and disengaged into pt's cavity. The surgeon was able to retrieve the component without any pt injury.